Manufacturer narrative:
Device was returned to the manufacturer for evaluation. The visual macroscopic exam shows that the tip of the static shaft is completely broken off. The instrument is excessively bent by the alignment pin close to handle. The dynamic shaft is broken close to handle by the alignment pin. It appears that the instrument was subjected to excessive force and/or torque which may have caused the instrument to bend and break. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications.

Event description:
It was reported that the tip of the instrument was broken off during the procedure. The broken tip was retrieved. No pt complications were reported.